Event description:
It was reported to philips that the allura system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system not booting all the way. To resolve the issue, fse had performed visual and functional tests, the device passed tests. After the functional and visual tests were performed, system was returned to good working condition. The codes were updated based on the investigation outcome.